Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump had a blank display and indicated a bad battery and that the customer blood glucose had been running high. The parent did not know the blood glucose reading.